Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain in pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 199 lbs. Concurrent conditions included morbid obesity, atrial fibrillation, gerd, fatty liver, essential hypertension, hiatal hernia, chest pain, dehydration, vomiting and discomfort. Concomitant products included acetylsalicylic acid (aspirin (cardio)) since (B)(6) 2014, diltiazem from (B)(6) 2015 to (B)(6) 2016, flecainide since (B)(6) 2016 and omeprazole in (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal area"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety/ mental anguish") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"). The patient was treated with ibuprofen, norethisterone (micronor), nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full), salping. (Bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the migraine, nausea, fatigue, weight increased, alopecia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, general abnormal bleeding. Discrepancy noted: previous date of insertion: (B)(6) 2009. In current pfs date of insertion: (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: successfully occluded/ result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, pelvic pain, abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Current weight 199 lbs. Concurrent conditions included atrial fibrillation, gerd, fatty liver, essential hypertension, hiatal hernia, chest pain, dehydration, vomiting and discomfort. Concomitant products included acetylsalicylic acid (aspirin (cardio)) since (B)(6) 2014, diltiazem from (B)(6) 2015 to (B)(6) 2016, flecainide since (B)(6) 2016 and omeprazole in (B)(6) 2015. On (B)(6) -2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal area"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/ mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and headache ("pain : headaches"). The patient was treated with ibuprofen, norethisterone (micronor), nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, vaginal haemorrhage and headache had resolved and the depression, anxiety, migraine, nausea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, general abnormal bleeding. Discrepancy noted: previous date of insertion: (B)(6) 2009. In current pfs date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, pelvic pain, abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter information , patient details added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Current weight 199 lbs. Concurrent conditions included atrial fibrillation, gerd, fatty liver, essential hypertension, hiatal hernia, chest pain, dehydration, vomiting and discomfort. Concomitant products included acetylsalicylic acid (aspirin (cardio)) since (B)(6) 2014, diltiazem from (B)(6) 2015 to (B)(6)2016, flecainide since april 2016 and omeprazole in (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal area"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:anxiety/ mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and headache ("pain : headaches"). The patient was treated with ibuprofen, norethisterone (micronor), nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia and headache had resolved and the depression, anxiety, migraine, nausea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, general abnormal bleeding. Discrepancy noted: previous date of insertion: (B)(6) 2009. In current pfs date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, pelvic pain, abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and mr was received. New events abnormal bleeding (vaginal), anxiety, migraines / headaches, nausea, dyspareunia, fatigue, weight gain, headache were added. Previously added psychological injury updated with depression. Date of insertion updated. New reporters were added. Patient demographic was added. Treatment and concomitant drugs were added. Concomitant conditions were added. Events onset dates were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, dysmenorrhea (cramping), menorrhagia, general abnormal bleeding, psych injury. Reporter information, date of birth were added. Device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.